Manufacturer narrative:
No button error alarm noted. Insulin pump was received with intermittent button response due to corroded keypad traces. Unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act, esc, and down arrow buttons were unresponsive. The insulin pump alarmed button error. The bolus increased by one unit. Customer's blood glucose level was 70 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.